Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had vertical lines appeared when the tip was pointed upwards. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed but was not specified if it was with the same device or a similar equipment. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the cause of anomaly was irregular load to the bending section, leading to the event since chipping on bending section cover glue of the insertion section and scratches on bending section cover were observed. However, the cause of it was unable to be specified. The event can be detected/prevented by following the instructions for use which state: labeling: the subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.